Manufacturer narrative:
The main component of the system and other applicable components are: product ID: 3778-60, serial# (B)(4), implanted: (B)(6) 2013, product type: lead. Product ID: 3778-60, serial# (B)(4), implanted: (B)(6) 2013, product type: lead.

Event description:
Information was received from a patient who was implanted with an implantable neurostimulator (ins) for spinal pain. The patient reported that the therapy never worked for her since it was implanted, it caused her more pain than helping her. The patient reported that a healthcare provider (hcp) tried to change the wires to see if it would help her but it didn't make a difference. No further complications were reported.